Manufacturer narrative:
This is an initial report. The customer's products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer reported that on (B)(6), 2011 she noticed a battery icon on the display of her freestyle freedom lite blood glucose meter. She further reported subsequently experiencing a headache, tremulousness and a loss of consciousness. No third-party emergent intervention was reported. Customer self-treated by drinking juice. There was no report of death, serious injury or mistreatment associated with this event.